Event description:
The patient was implanted with a prodisc l implant on (B)(6) 2023 at l5-s1 level. Approximately two weeks after the implantation surgery the patient reported hearing and feeling a popping noise in her lumbar spine. X-ray images showed that the superior end plate appears to have dislodged anteriorly. The implant was removed on (B)(6) 2023. The pdl device was replaced with a bone alif with screws and washers and subsequent fixation was performed.

Manufacturer narrative:
It was reported that the patient was implanted with a prodisc l implant on (B)(6) 2023 at l5-s1 level. Approximately two weeks after the implantation surgery the patient reported hearing and feeling a popping noise in her lumbar spine. X-ray images showed that the superior end plate appears to have dislodged anteriorly. The implant was removed on (B)(6) 2023. The pdl device was replaced with a bone alif with screws and washers and subsequent fixation was performed. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels defined in the risk documentation. A review of the risk assessment found that the risks associated with complaint are identified and mitigated to a level where the benefits outweigh the risks. The removed implant was sent to exponent for device evaluation per their standard pdl evaluation process. There were no anomalies identified during the complaint investigation. The cause for the implant to migrate / dislodge anteriorly is unknown. This report is for 2 of 3 devices involved in this event.